Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of preventive maintenance. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, areas with missing or damaged adhesive were observed around the objective lens and the light guide lens. In addition, white foreign material was found inside the air water supply channels. There was no patient involvement.